Manufacturer narrative:
Pump received with a frozen screen at medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and unable to download history files and traces using thump or verify button keypad anomaly, no delivery alarm due to frozen screen medtronic logo. Cut and open the pump perform visual inspection moisture damage on electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, unable to verify buttons keypad anomaly, no delivery alarm and unable to download history files and traces due to frozen screen medtronic logo on the display. Frozen screen medtronic logo is due to moisture damage electronic assembly. Cracked battery tube not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the pump casing, buttons get stuck, and unexplained no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, and mmt-1884. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the stuck button alarm. Troubleshooting was performed for the cosmetic damage, and the damage not impact pump functionality. No harm requiring medical intervention was reported. No product return is required for mmt-399a, mmt-332a, and mmt-1884.